Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's proportional valve was replaced to address the issue. Additional findings not related to the issue, dirt was confirmed, and the in-line filter prox was replaced to address the issue. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.